Event description:
Additional information was received from the neurologist that the patient developed abscess almost a year after implant surgery. It was mentioned that patient's lack of personal care due to patient's condition may have played a role in the infection.

Event description:
An article titled "vagus nerve stimulation in children less than 3 years with medically intractable epilepsy" was reviewed. It is noted in the article that the patient experienced surgical complications that consisted of device infection requiring device removal. Another report of infection is reported in manufacturer report # 1644487-2015-04297. Reports of increase in seizures are reported in the following manufacturer report numbers: 1644487-2015-04298, 1644487-2015-04299, 1644487-2015-04300, 1644487-2015-04301, 1644487-2015-04302, 1644487-2015-04303, and 1644487-2015-04304.